Event description:
It was reported that during implant before the first attempt to release the leadless implantable pulse generator (ipg) the position was verified with contrast and it showed that the patient experienced pericardial effusion. Since the patient's vital parameters remained normal, a second attempt to release the leadless ipg was made in another position. The second position was verified with contrast and the device was correctly released in that position. After the leadless ipg was released the patient's vital signs worsened and they experienced hypotension and bradycardia. An echocardiogram verification revealed cardiac tamponade and a cardiac perforation. A cardiac drain was immediately placed, but the patient's vital signs did not improve. The patient then underwent a sternotomy to close the perforation. The leadless ipg was implanted and remains in use and the delivery system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.